Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to broken lg fibers, component failure of the lg (light guide) bundle, switches found dirty, cable unit found dirty based on the results of the investigation, it is likely that the following led to the malfunction: low light in vision (due to broken lg (light guide) fibers). The most probable cause was traced to a component failure. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope experienced vision of the scope is not good and low light in vision issue during an therapeutic procedure it was completed with the same device. There were no reports of patient harm.